Event description:
It was additionally reported that the cause of the infection/event was unknown. The patient recovered without sequelae.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# va02096, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had a lead explanted due to infection. It was stated the patient had a stage 1 trial done on (B)(6) 2013. It was also reported the patient complained of fever and redness on their lower back the date of report. The same day, the patient had their lead removed and was admitted to the hospital for 48 hours and administered intravenous antibiotics. It was also reported the healthcare provider stated the patient had an infection and it was unknown if the patient recovered without sequela. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.